Manufacturer narrative:
Concomitant medical products: model: d314drg, ICD; implanted: (B)(6) 2013.

Event description:
It was reported that the patieints right ventricular (rv) lead triggered a svc lead impedance warning. Also noted was the rv and svc impedances have been rising gradually over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.